Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of product not adhering from the sensor. The customer's blood glucose reading was unknown. The customer stated that 3 days ago, the sensor got hooked into the inserter and it came out with the inserter. The customer stated that she does use lotion. The customer was advised to monitor her site and call health care provider if needed. The customer will be sent a replacement sensor.

Manufacturer narrative:
Unable to confirm adhesive anomaly due to sensor was returned opened/used.